Manufacturer narrative:
Taper ii. The product associated with this report has not been explanted; therefore, no analysis has been done. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Band slippage and obstruction are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Revision surgery has occurred and the device remains implanted. Device labeling addresses the reported events of band slippage, nausea and vomiting as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." "If there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." "Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended."

Event description:
Reported by the pt as having too much restriction. The pt had two previous band slippages. The doctor adjusted the lap-band system to correct the slippage. Subsequently the pt went to see the physician who performed an egd with fluoroscopy and said the lap-band has not slipped, and the obstruction can be due to a swollen stomach. The doctor removed all fluid from the lap-band and prescribed furosemide.